Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined that the noise on the atrial and ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the electrograms (egms) on the implant procedure. A non-boston scientific system was still implanted on the contralateral side, and technical services (ts) initial suspicion was for a possible interference or air in the header. After pocket closure, the noise resolved, supporting the suspicion that the issue was caused by air in the header. The patient was monitored with no recurrence of noise. No adverse patient effects were reported. This ICD remains in service.